Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of over 400mg/dl and a high level of ketones identified as dangerous by healthcare provider. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. The customer alleged that the pump was not delivering insulin as intended; however, this could not be confirmed as the customer declined further troubleshooting with tandem technical support.